Manufacturer narrative:
The complaint device was not received for evaluation. Based off the information provided, the most likely cause for the reported failure can be attributed to improper settings selected. This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment.

Event description:
On 04/04/2023, it was reported by a sales representative via (B)(4) that an ar-6480 dualwave pump was experiencing a pressure issue. This occurred during a case where the issue was resolved the pressures are now set up accurately. Ts: the customer looked over the attachments/setup and verified the pressures are now set up accurately.